Event description:
The customer reported that during use of this concept suture passer needle with the suture passer ((B)(4)) in a right shoulder arthroscopic procedure, the tip of the needle broke off in the surgical site. Reportedly, the needle breakage occurred after five to six successful passes. As reported, the surgeon believed that the tiny broken fragment was removed via suction and irrigation. However, x-ray was not available and as such the surgeon could not be 100% sure. The procedure was otherwise completed with no further complications or serious injury to the patient. The patient was discharged at per routine procedure for this type of surgery. Received information indicated that the needle was discarded after the surgery and the suture passer is being returned for evaluation and service.

Manufacturer narrative:
As reported, the involved concept suture passer needle is not expected for evaluation, as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported needle breakage was unable to be determined. Also, a review of the device lot history record could not be performed, as the lot number was not provided by the end user. The concomitant suture passer serial #(B)(4) was returned for evaluation due to the alleged problems of "not catching suture and not firing correctly." Evaluation and testing of the returned passer by the manufacturer found the unit performed as intended and passed all functional requirements with no abnormalities noted. The alleged problems therefore could not be verified. This needle is composed of shaft and blade made of 96se508 super elastic nitinol and a tab made of lustran abs-348. Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. This needle is composed of shaft and blade made of 96se508 super elastic nitinol and a tab made of lustran abs-348. Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. The suture passer and needle were released in aug-2010 and the use of this product is technique dependent and the dfmea for this product addresses needle breakage as an acceptable risk. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and breakage of the needle, which may cause possible patient injury.

Manufacturer narrative:
As reported, the involved concept suture passer needle is not expected for evaluation, as it was discarded at the user facility. However, the concomitant device (concept suture passer, item #(B)(4), serial #(B)(4)) is being returned for evaluation and service. As of this filing, the evaluation of the concept suture passer is still in process and a supplemental and final report will be filed upon the completion of the investigation. Other text : device was discarded at user facility.